Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 5055403 / 5001085, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to inadequate stimulation. The patient was doing well postoperatively, and the explanted products were discarded per hospital policy.